Event description:
After failing to deliver a 40j shock, the physician noted that the insulation on this lead was compromised. The lv lead had become dislodged due to twiddler's syndrome, and the physician felt this might have contributed to the rv lead issue. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Further analysis revealed coagulated blood in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. Furthermore there were found cuttings in the insulation and deformations of the shock coil which occurred most likely during the explantation procedure. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. The analysis did not reveal any deviations, which might be related to the clinical observation. In summary, there was no sign of a material or manufacturing problem.